Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at lcd window corners, cracked reservoir tube lip and scratches on reservoir tube window.

Event description:
The customer called and reported the insulin pump was giving no delivery alarms fairly often. Customer further stated that the insulin pump had not been restored to factory settings when she received it. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.